Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: dtba1d1 crt-d, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with complaints of being shocked. It was determined that the patient had received six inappropriate shocks for oversensing noise of the right ventricular (rv) lead. In addition, the patient¿s heart rate was 20-30 bpm upon interrogation because of inhibited pacing due to the sensing of the noise. It was noted that the noise occurred with patient movement. The rv lead also exhibited high/undefined pacing impedance and no capture. A fracture of the rv lead was confirmed. Initially the rv lead was programmed off and then capped/replaced. No further patient complications have been reported as a result of this event.